Event description:
Site reports that pt was revised due to fracture of the femoral shaft.

Manufacturer narrative:
Eval summary: devices were not returned and x-rays were not provided. It is unk if the components were implanted with the correct orientation and fit was per surgical technique. Pt's activity level post-op is also unk. According to the attached demographic eval, the pt's concurrent medical conditions included osteoporosis. The provided pt's operative info also classified the pt's femur as a dorr type c with stove pipe shape, dramatic thinning of the a/p cortices, and a very wide im canal. In addition to the above contributing factors, such an early post-op femoral shaft fracture may have been caused by selecting a stem size that was too large for the femur or the pt may have fallen. However, the root cause of the alleged event cannot be determined with certainty at this time based on the provided info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.